Event description:
A surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The patient's hip joint dislocated anteriorly. The surgeon revised the acetabular cup and liner implants.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is ongoing, and a supplemental report wil be filed if additional information becomes available.